Event description:
Info received indicated the right siderail would not latch in the up position.

Manufacturer narrative:
The hill-rom tech replaced ratchet rivets, lower pivot bolt, and roll pin which resolved the issue.